Event description:
It was reported that during a hand assisted lar, the device was used and then upon removal, the cartridge dislodged in the trocar. Removed from the trocar. Opened a new one and used that to complete the case. No pt consequence.

Manufacturer narrative:
Tracking # 454587-0. Date sent: 6/12/2006. A1,2,3,4; b6,7; d11: info was not provided. D4; h4,6: info anticipated, but unavailable at this time.